Event description:
Caller reports that the device produces a result with no blood applied to the strip. No action was taken based on the result. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.